Manufacturer narrative:
The device was not returned as it was discarded by the customer; therefore, product analysis of the solitaire fr2 stent device was not able to be performed. Based on the reported information, there did not appear to have been any defect of the devices during use. The event occurred in the patient post procedure and its cause was unknown. Distal emboli are known inherent risks of mechanical thrombectomy procedure and are documented in the solitaire 2 instruction for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a clinical study that post procedure of mechanical thrombectomy, the patient had a presence of emboli in a new territory. It was reported that the patient was admitted for an acute ischemic stroke with a pre-procedure nihss of 19. The patient had a pre-procedural mtici score of 0 and underwent mechanical thrombectomy procedure with the solitaire device month ago. The patient had a 24-hour post procedure nihss of 20. The discharge nihss score was 25 and mrs was not performed.